Event description:
During surgery for multiple fractures after motor vehicle accident it was noted that one of the disposable tubes of the blood warmer appeared to be leaking, mixing blood with the warming solution.